Manufacturer narrative:
Device evaluation anticipated, but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.

Event description:
Ivor-lewis procedure. Plc60 with a plcr60b reload was fired and pc indicated "firing incomplete" and the knife blade was left exposed.